Manufacturer narrative:
(B)(4). Date sent: 1/30/2026. D4 batch #: y7026g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the blade was scratched and cracked, and the clamp arm was detached. During functional testing on energy systems, an alert screen was displayed. The device did activate during functional testing, but not all functional testing could be performed with the generator due to the returned condition. Disassembly of the device verified the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like "remove instrument from patient," ¿blade error detected,¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen. Continued usage of the damaged blade can result in a broken blade. Possible causes of clamp arm damage include not closing the clamp when introducing or removing through the trocar, or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y7026g, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy the device could not be activated. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.